Event description:
As reported to coloplast though not verified, pt experienced urinary problem, dyspareunia, infections, chronic pain and recurrent incontinence. Implant removed on (B)(6) 2011.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.